Event description:
A complaint was received from a customer that reported when customer uses excel off brand reagent strips customer received erratic results. The customer reportedly received a result of 131 mg/dl but obviously did not feel the way the meter reported. While on the phone a review of the system was conducted. Electronic checks were satisfactory. However, upon additional testing the meter would not turn on. It was possible that the off brand reagent could have damaged the system in some way. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.